Manufacturer narrative:
Device evaluated by MFR: a visual examination of the delivery device identified no anomalies. There were no kinks or damage noted along the entire length of the shaft. An examination of the crimped stent identified no issues. The stent was uniformly crimped onto the balloon. No issues existed with the profile of the tip section of the device. A 0.015 inch size mandrel was inserted through the wire lumen with no restrictions. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The target lesion was located in a moderately to severely calcified, proximal right coronary artery. It was accessed with a guide catheter and was pre-dilated with a 3.0mm apex balloon. A 20x5.0mm veriflex stent delivery system was advanced but was unable to cross the lesion. The struts of the stent were "flared or compromised". The procedure was completed with a 4.0x22mm non-bsc stent. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The target lesion was located in a moderately to severely calcified, proximal right coronary artery. It was accessed with a guide catheter and was pre-dilated with a 3.0mm apex balloon. A 20x5.0mm veriflex stent delivery system was advanced but was unable to cross the lesion. The struts of the stent were "flared or compromised". The procedure was completed with a 4.0x22mm non-bsc stent. No patient complications were reported and the patient's status is fine.